Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that his wife was hospitalized for a high blood glucose of 570 mg/dl due to a flu bug. Prior to the hospitalization, her blood glucose was 229 mg/dl. The customer treated with a 7 to 8-unit bolus and her blood glucose returned to a normal range. However, when she woke up the next morning her blood glucose was in the 500 mg/dl. The customer got dehydrated and could not keep anything down, so the husband took her to the ER. The husband stated that the insulin pump was delivering properly. The customer was treated with a fluid IV and an insulin IV. The patient was released from the hospital thirty minutes prior to the call. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.